Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states that the chair has an asl head array and on the display it is saying overheating. He states he can be going down the street and the chair turns off.